Event description:
It was reported that during a supply change on an ilet system, the user was unable to get drops in the fill tubing, which interrupted insulin delivery and led to high glucose and a low battery alert; the agent walked the user through a full supply change with new components and confirmed drops and resumed insulin delivery, and relevant lot numbers were collected, indicating a usage-related issue involving the tube. Symptoms included hyperglycemia and dizziness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure during setup involving the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.